Event description:
The following was reported: "on (B)(6) 2026, a transcervical resection of endometrial polyp was performed in the operating room. All preoperative inspections were normal. After the lens was inserted into the uterine cavity, moiré patterns appeared on the image when the lens was close to the endometrium, affecting the doctor's observation. The doctor replaced the endoscope to perform the operation, resulting in a slight delay of the operation time." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).